Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the investigation conclusions. The investigation conclusions code in the initial medwatch report was ¿cause traced to non-device related factors (d10). The corrected conclusion code is ¿cause not established (d15).' The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The investigation conclusions code in the initial medwatch report was ¿cause traced to non-device related factors (d10). The corrected conclusion code is ¿cause not established (d15).'

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone and email address are not reported / available. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 20f024av) could not be introduced into the concomitant headway® 21 microcatheter (microvention). The complaint device was replaced without having to remove the microcatheter; a new embotrap ii device was used and it was introduced into the same concomitant microcatheter without any issue. Continuous flush was maintained through the microcatheter, nothing was noted to be obstructing the microcatheter. No information was available regarding whether there was any damage to the complaint device at any time during the procedure. Excessive force was not applied to the device. There was no report of any patient injury or complication associated with the reported device issue. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap ii device identified deformation of the proximal and distal sections of the outer cage and inner channel of the embotrap ii device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e., kinked proximal struts and struts of the distal sections of the outer cage and inner channel are consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap ii device was successfully passed through a 0.0195-inch tube up to the point where the residual thrombus material present on the distal tip of the device interacted with the flared polytetrafluoroethylene (ptfe) tube. The thrombus material present prevented the remaining section of the distal tip from retracting through the ptfe tube. This confirms that the profile of the embotrap ii device where residual thrombus material was not present conformed to the specification for compatibility with 0.021-inch microcatheters. Device insertion and delivery assessments were performed using the returned embotrap ii device and a sample headway 21 microcatheter. The returned embotrap ii device failed to deliver into the lumen of the headway 21 microcatheter, confirming the complaint event. During the complaint event recreation, it was noted that the residual thrombus material present on the distal tip prevented the tip from fully entering the microcatheter lumen and continuing to attempt to advance the device resulted in kinking of the device. A sample undamaged embotrap ii device was successfully delivered through the same sample headway 21 microcatheter, indicating that the complaint event was possibly a result of the residual thrombus material present on the distal tip of the embotrap ii device obstructing device introduction into the microcatheter lumen. Device insertion and delivery assessments were also performed with a sample embotrap ii device and sample headway21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver, and that attempting to advance the device against resistance results in damage and deformation of the device consistent with the damage observed on the returned embotrap ii device. A review of the manufacturing documentation associated with this lot (20f024av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap ii device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during this complaint was not possible as the microcatheter used during the procedure (headway 21) was not returned for investigation. It was therefore not possible to determine if the headway 21 device used in the event report contributed to the event reported, however it was used successfully with another embotrap ii device after the user experienced difficulty in advancing the returned device into the microcatheter. Previous investigations of similar complaint events have demonstrated that a probable cause of device damage consistent with that evident on the returned device, which can result in a failure to advance through the microcatheter, is a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (or a failure to maintain the insertion tool in a fully seated position whilst advancing the device). The complaint event was successfully recreated, where it was observed that residual thrombus material present on the distal tip of the device prevented the distal tip from advancing through the microcatheter lumen. Continuing to attempt to advance the device during the recreation resulted in visible kinking of the struts of the device. The event description did not report the number of passes attempted with the returned embotrap ii device prior to the complaint event. The embotrap ii instructions for use (IFU) states the device can be used for up to three retrieval attempts and instructs the user to carefully remove any captured thrombus from the device, clean the device in heparinized saline, inspect the device carefully and to replace the device with a new device if any damage or deformity is observed prior to any subsequent passes. Based on the complaint event description, the complaint investigation carried out and previous investigations of similar device damage and complaint events, the probable root causes for the complaint event: failure to advance the device due to thrombus material present on the distal tip of the device (as experience in the event recreation with the returned device). However, it is unknown if the thrombus evident on the returned device was present on the device during the attempted use by the physician or was deposited on the device after the difficulty was experienced. Failure to seat the insertion tool correctly in the microcatheter hub or failure to maintain the insertion tool in a fully seated position while advancing the device. Both of these situations can result in the complaint event (failure to deliver in the microcatheter hub) occurring, and cause damage to the device consistent with what was observed on the returned embotrap ii device. There is no indication that this complaint was as a result of a defect with the embotrap ii device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 20f024av) could not be introduced into the concomitant headway® 21 microcatheter (microvention). The complaint device was replaced without having to remove the microcatheter; a new embotrap ii device was used and it was introduced into the same concomitant microcatheter without any issue. Continuous flush was maintained through the microcatheter, nothing was noted to be obstructing the microcatheter. No information was available regarding whether there was any damage to the complaint device at any time during the procedure. Excessive force was not applied to the device. There was no report of any patient injury or complication associated with the reported device issue. The complaint device was returned for evaluation. During the initial examination, there was deformation observed on the proximal and distal sections of the outer cage and inner channel of the embotrap ii device. Based on the product analysis on (B)(6) 2021, this event has been deemed MDR reportable as a ¿malfunction.¿